Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a problem with their implant. The caller reported that the patient was experiencing "coming all down her legs." In a later call this was clarified to mean incontinence and that the patient could not make it to the bathroom. The patient's trial worked very well and the patient had reportedly tried increasing stimulation even to the point that stimulation was hurting the patient and felt like it was "burning" between their legs. It was noted that the increase in stimulation did not help to control the patient's urgency symptoms and only caused discomfort. The issues were reported to have started on (B)(6) 2017. The patient was reported to be able to feel stimulation in the correct area and was able to adjust stimulation as expected. While symptom onset was sudden there does not appear to be any device malfunction. There were no further complication reported or anticipated.